Event description:
Reportedly the device was explanted after an implant duration of 33.17 months for unknown reasons. Per the cer: device was replaced with a smaller device, same model. The device was discarded and will be not returned for evaluation. Information was learned from our foreign implant patient registry system.

Event description:
The following was reported: " the figure was wrong over 50, when measuring blood pressure."

Manufacturer narrative:
This was determined reportable per edwards lifesciences procedures. The DHR review has been started. No customer letter requested. Device will not be returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.